Event description:
Pt had custom tibial, talar, and poly core total ankle components removed and replaced by currently marketed product. Tibial component found to be loose upon open surgical evaluation.

Manufacturer narrative:
Only poly core returned for eval. Visual examination showed marker wire had become dislodged. Minimal visible poly wear. Device wear after 10 years is anticipated.